Manufacturer narrative:
Analysis summary: at analysis, it was noted that the atrial output connector was broken as was the lower case and the lower part of the display had missing lines and this caused the device to fail on its incoming display functionality test. The device was scrapped in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned because it had fallen and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.